Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were hospitalized due to diabetic ketoacidosis and high blood glucose on (B)(6) 2018 with blood glucose of 563 mg/dl. The customer provides details regarding symptoms of their high blood glucose episodes such as nauseated, dehydrated and lost 11 pounds. The customer was treated with insulin drip through intravenous injection. Customer reported that insulin pump had received a no delivery alarm. Customer stated that the insulin pump was not working. Customer mentioned that she did not want to proceed with the troubleshoot because she was already done all the troubleshoot for no delivery alarm. Customer declined to troubleshoot for high blood glucose level. The insulin pump will be returned for analysis.